Event description:
It was reported when an asymptomatic patient presented to the clinic, noise was observed on the ventricular channel. Noise was not reproducible with isometrics and arm movements. Upper out of range pacing lead impedance and increased capture threshold were observed. The lead was capped and replaced due to lead fracture. No adverse consequences were detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).